Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was, therefore, initially assessed as non-reportable, however, subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. The 1 minute time outs would suggest the beginnings of a failing membrane, or the device was regularly power cycling the device.